Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a 911/emergency protocol and was hospitalized with no reported additional symptoms associated with an alleged inaccurate delivery. The patient stated that they were hospitalized twice this year. It could not be determined whether or not the patient continued pump therapy. The patient was reportedly treated by a healthcare provider but information about the type of treatment received could not be obtained from the patient. Troubleshooting with customer technical support (cts) could not be completed because the patient refused to provide information concerning hospitalization, the bg level, diagnosis, health condition, symptoms, or any illness. The patient also refused medical surveillance information and to put a request in written form. There were several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This report is made based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: the data in the pump's black box from the date of the event had been overwritten due to continued use of the pump. The pump passed delivery accuracy testing and was found to be delivering within range. According to the data that was in the pump, the pump was delivering the programmed basal rate with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.